Event description:
It was reported that capsular damage was noted upon iol insertion. Lens was removed and different lens model was successfully implanted in the sulcus. Monovision for near was targeted for this eye and bcdva was 20/25-1 on (B)(6) 2013. Patient prognosis is good. Please reference MDR number: 11119279-2013-00080 for the intraocular lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.